Event description:
Black trigger portion of endo gia ultra universal staple was malfunctioning, not allowing the stapler to close all the way. Therefore, the trigger had to be engaged several times before stapler could close properly. We had to open a new stapler.what was the original intended procedure?right upper lobectomy.device #1is this a laboratory device or laboratory test?no.